Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-03-28 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 9:16pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. Review of the ilet report shows a period of prolonged hypoglycemia on (B)(6) 2024. The cgm glucose reaches 68 mg/dl at 5:10am and remains low for approximately 2 hours and 15 minutes. The cgm glucose reaches a nadir of 42 mg/dl. The total time spent less than 54 mg/dl is 80 minutes. In the middle of the hypoglycemic event, a "usual" sized breakfast is announced. Prior to the low event insulin delivery had been suspended when the cgm glucose was 93 mg/dl. No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered all low glucose alerts and did not make any basal requests for insulin delivery throughout the low event. The ilet did not resume basal delivery requests until after cgm glucose was at least 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. It appears that the cause of the event was related to a prolonged period of hypoglycemia that was not treated prior to the delivery of the meal announcement. The event was exacerbated by announcing a meal while the cgm glucose was already in the hypoglycemic range. The uncovered bedtime snack the user consumed to prevent lows overnight likely led to the start of hypoglycemia as it caused the cgm glucose to rise, remain above target and resulted in insulin dosing to bring the glucose back into range. The user was re-trained by the cds on meal announcements, avoiding uncovered bedtime snacks and proper treatment of low glucose levels.

Event description:
On 4/3/2024, a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring them to be taken to the ER. The event occurred on 3/28/2024. On 4/3/2024, a beta bionics customer care agent followed-up with the user about the event. The user reported they "bloused herself for breakfast but didn't check her bg number first". The user stated their cgm glucose was around 110 mg/dl when they announced a "usual" meal. After the bolus the user's bg went low (44 mg/dl). The user's nephew called 911 and brought the user orange juice as the user could not treat themselves. Emt arrived and gave the user glucose tablets. The user was taken to the ER via ambulance and was not admitted to the hospital. The user did not report any additional health effects. At this time the user was disconnected from the ilet. On 4/23/2024, the cds retrained the user on the ilet. It was discovered that the user was eating an evening snack before bed and not telling the ilet because they didn't want to go low in the middle of the night. The cds reinforced how to treat hypoglycemia and announcing meals correctly.